Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the manufacturing representative (rep) regarding a patient receiving an unkn own dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported the patient¿s pump and entire catheter had been explanted on (B)(6) 2018 and they were not replaced at that time. The pump was starting to migrate out of the incision. The device was explanted because it could be seen at the incision. It was also reported the devices were removed because there was an infection at the pump pocket. The devices had been discarded by the customer. The patient was managed with oral pain medication until they were re-implanted on (B)(6) 2018. It was unknown if there were any env ironmental/external/patient factors that may have led or contributed to the issue. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown. Additional information was received from the healthcare provider via the manufacturing representative. It was confirmed that the patient's system was explanted on (B)(6) 2018 (not (B)(6) 2018, as reported above). It was confirmed that although it was stated the pump was starting to migrate out of the incision, there was no device issue, the issue was occurring due to pocket erosion, due to infection. It was unknown when the erosion/infection began.